Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after fully inserting the preloaded monofocal intraocular lens (iol) into the patient¿s right eye, a crack was noticed in the iol. The lens was subsequently removed and replaced with a backup lens of the same model and diopter during the same procedure. The cause of the crack was unknown. It is unknown if force was used to deliver the lens. Daily activities were not significantly affected, and no additional interventions such as incision enlargement, sutures, or vitrectomy were required. No additional medical attention was required. There was no delay in the procedure and the directions for use were followed. It was noted that the haptic or optic was not damaged before insertion. The patient has fully recovered. It was unknown whether the device caused or contributed to the event. The device was discarded. No further information was provided.